Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 08aug2019 in the b.5. Field. No further follow-up is planned. Evaluation summary : the father of a male patient reported that the patient's humapen ergo ii device was not working, there was a problem in the injection screw, the dose knob and the injection button were missing, it was hard to turn, and the device was injecting a small amount of medication or not injecting. The device was not returned to the manufacturer for investigation (1703d02, manufactured march 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to dose accuracy, foot detached, injection button detached, or device not working issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The father of the patient also reported using needles for two applications. The core instructions for use states to use a new needle for each injection. There is evidence of improper use. The consumer reused needles. This may be relevant to the complaint of injecting a small amount of medication or not injecting.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse event and a product complaint (pc), concerns a three years old male patient of unknown ethnicity. Medical history and concomitant medication were not provided. The patient received human insulin (rdna origin) regular, via reusable pen, unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unknown time after starting the treatment with human insulin regular, via humapen ergo ii ((B)(4)/ lot 1703d02), the device was not working, there was a problem in the injection screw, apparently, it was missing the dose knob and the injection button, it was hard to turn, and the device was injecting a small amount of medication or not injecting, also reported as it delivered less insulin, and the patient was hospitalized on (B)(6) 2019, due to the device problem, as reported. It was reported that patient almost died due to the problem of injecting less insulin, the underdose was considered life threatening by the reporter. As of (B)(6) 2019, patient was still hospitalized and it was reported that he would remain hospitalized for five more days. It was reported that the patient used one needle per day, the was used in the morning, detached from the device, and reused at night. Furthermore, it was reported that patient s father wanted to buy another manufacturer device to use with a cartridge from another manufacturer, as well. However, the pharmacy sold the humapen ergo ii.. Corrective treatment, exams and event outcome was not provided. The status of insulin human regular was not provided. It was unknown who operated the device and if the operator was trained. The device model and the reported device had been used for unknown period of time. The suspect device, which was manufactured in mar2017, was not returned to the manufacturer. The reporter related underdose to the device problem, no other relatedness opinion was provided. This case is cross referenced with the case (B)(4) (same patient). Update 10jul2019: additional information received from the initial reported on 05jul2019 was processed within the initial case entry. Edit 18jul2019: case unlocked to add product complaint number to the narrative. No additional changes were performed in the case. Edit 23jul2019: updated medwatch fields for expedited device reporting. No new information added. Update 08aug2019: additional information received on 08aug2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with 1703d02 lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse event and a product complaint (pc), concerns a (B)(6) years old male patient of unknown ethnicity. Medical history and concomitant medication were not provided. The patient received human insulin (rdna origin) regular, via reusable pen, unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unknown time after starting the treatment with human insulin regular, via humapen ergo ii ((B)(4) / lot 1703d02 ), the device was not working, there was a problem in the injection screw, apparently, it was missing the dose knob and the injection button, it was hard to turn, and the device was injecting a small amount of medication or not injecting, also reported as it delivered less insulin, and the patient was hospitalized on (B)(6) 2019, due to the device problem, as reported. It was reported that patient almost died due to the problem of injecting less insulin, the underdose was considered life threatening by the reporter. As of (B)(6) 2019, patient was still hospitalized and it was reported that he would remain hospitalized for five more days. It was reported that the patient used one needle per day, the was used in the morning, detached from the device, and reused at night. Furthermore, it was reported that patient s father wanted to buy another manufacturer device to use with a cartridge from another manufacturer, as well. However, the pharmacy sold the humapen ergo ii.. Corrective treatment, exams and event outcome was not provided. The status of insulin human regular was not provided. It was unknown who operated the device and if the operator was trained. The device model and the reported device had been used for unknown period of time. The return of the device was unknown. The reporter related underdose to the device problem, no other relatedness opinion was provided. This case is cross referenced with the case (B)(4) (same patient). Update 10jul2019: additional information received from the initial reported on (B)(6) 2019 was processed within the initial case entry. Edit 18jul2019: case unlocked to add product complaint number to the narrative. No additional changes were performed in the case. Edit 23jul2019: updated medwatch fields for expedited device reporting. No new information added.